Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
On (B)(6)2024, it was initially reported via web self-service that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Follow up contact with the patient¿s partner was made on (B)(6)2024 and additional information was provided. On the evening of (B)(6)2024 around 5 or 6:00pm the patient was not feeling well. They were dizzy, lightheaded and confused. At 6:30pm, the patient was below 70 mg/dl on the dexcom and then at 7:00pm, the patient was 350 mg/dl on the dexcom. At this point, the patient was confused and very thirsty. They were also delirious and was ¿not making sense¿. It was reported that during this time, the patient received insulin from the insulin pump. After insulin was delivered, a finger stick was performed, and the bg was 84 mg/dl while the cgm was reading high (value unknown). Prior to the bg of 84 being checked, the patient had passed out for about 3 seconds. The patient¿s partner was able to get the patient to the bed and treat them with unspecified means for hypoglycemia. After 15-20 minutes, they checked a bg again and it was 62 mg/dl. It was reported that at 8:30pm, the dexcom was 70 mg/dl (it is unknown if the patient passed out prior to 8:30pm or after). The patient¿s partner reported that the patient had a history of passing out in which they were used to, so they did not contact 911. The patient was brought to the doctor on (B)(6)2024 because the patient was confused, very sick and sleeping most of the day. While at the doctor¿s office, they ordered labs and did blood work. The blood work results came back abnormal, and the patient's kidney function was ¿not good¿, and the glucose levels were high as well. No medication was given to the patient at the doctor¿s office. The patient reportedly changed the sensor on (B)(6)2024 and their glucose stabilized. It was at this point that they figured out that the previous sensor was faulty and inaccurate. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.